Event description:
According to the event customer: "there is significant waste of product from bags returned to pharmacy when nurses see the white plug - concerned for potential of residual particulate matter or that the drug did not completely dissolve despite time-eating efforts to do so. I understand that this may be expected and 'normal'." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph and video of the sample were provided for evaluation. Upon visual inspection of the photograph, it confirms the addease solid plunger is identified inside of the empty drug vial. It is observed in the video that there is grey matter attached to the plunger. The reported defect was confirmed. All available information was forwarded to the supplier for further evaluation. Based on the results of the photograph and video evaluations, no specific conclusions or root cause can be made regarding the cause of the reported event. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted